Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital (B)(6). E1 initial reporter phone: (B)(6).

Event description:
It was reported that entrapment of device occurred. A 20 x 3.00mm promus premier drug-eluting stent was selected for use. Difficulty was experienced advancing and placing the stent and the device became entangled with the guidewire. The guidewire and stent were successfully removed through balloon dilation and other methods without any adverse events. Another stent was selected to complete the procedure. There were no patient complications. Patient was stable.